Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd cor px instrument (catalog number 443990 and serial number (B)(6)) had a "contamination". Customer reported that on hypercare that they had icf and contamination. Field service was dispatched. Field service change the reagent kit batches and the issue was resolved. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 26may2020, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. Samples were not expected to be returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint was unconfirmed as the issue was not caused by the instrument. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode.

Event description:
It was reported that bd cor gx instrument suspicious results occurred and have been verified with viper. The following information was provided by the initial reporter: hypercare following icf problem and contamination. We didn¿t find anything unusual on this kit. We don't have any errors on result. Every suspicious result has been verified with the viper lt, so we only lost some time and reagents.

Event description:
It was reported that bd cor gx instrument suspicious results occurred and have been verified with viper. The following information was provided by the initial reporter: hypercare following icf problem and contamination. We didn¿t find anything unusual on this kit. We don't have any errors on result. Every suspicious result has been verified with the viper lt, so we only lost some time and reagents.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.